Event description:
Reportedly the user's hearing performance with the device is affected. Despite troubleshooting performed, the device could not be read by maestro software at the user's first fitting. No pain or evidence of edema or swelling/redness have been reported. User does not report pain during pressure or touch.re-implantation is planned for (B)(6) 2022.

Manufacturer narrative:
Additional information: according to the information received, a technical implant failure seems likely. However, to determine an exact root cause, a device investigation of the explanted device would be necessary. Explantation is planned for (B)(6) 2022.

Manufacturer narrative:
Conclusion: the device investigation revealed a defective welding joint between feed-through pin and the implant coil. Other mechanical damages found during investigation are very likely related to the removal surgery. The investigation results appear to match the problems mentioned in the user report. This is a final report.

Event description:
Reportedly the user's hearing performance with the device is affected. Despite troubleshooting performed, the device could not be read by maestro software at the user's first fitting. No pain or evidence of edema or swelling/redness have been reported. User does not report pain during pressure or touch. The user has been re-implanted.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
Reportedly the user's hearing performance with the device is affected. Despite troubleshooting performed, the device could not be read by (B)(4) software at the user's first fitting.